Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to perform several procedures, including disconnecting tubing, tightening the t:lock, and delivering boluses to resolve the occlusion alarm. Initially, the occlusion alarm recurred, but ultimately, the bolus completed successfully, and the customer was instructed to replace supplies as necessary and resume insulin therapy.